Manufacturer narrative:
Lot review: reported lot # 3391844 (mfg date 2/2017) shows (B)(4) were manufactured, tested, inspected, and released with no exception documents cited.

Event description:
The staff stated that the transducer leaked fluid at the bonded connection around the transducer - all connections were tightened or bonded. No adverse patient consequences were reported.